Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the bending section cover adhesive was separated, switch #1 was scratched, the up/down knob had play, and the biopsy channel was incised and had cuts. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Full establishment name in e1: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump, raising and lowering the forceps elevator during aspiration, aspiration done with the suction valve in the 1st and 2nd position, flushing the balloon channel, and flushing the air/water channel with air and water using the adapter. The scope passed a leak test and anios was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel were brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution and the forceps elevator was flushed. The distal end was brushed with the channel opening brush and single soft brush and the distal end was flushed with the adapter. Manual disinfection was not done. An olympus dt4 endoscope washer was used with anios as the detergent and salvanios as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using an air medical device and the scope was stored in a simple cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.